Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a fluid collection at the wound site. It was noted that the wound was not healed but no signs of infection. The patient was brought to emergency room wherein the physician released the fluid and pocket was irrigated. The patient was prescribed antibiotics and was doing well.

Manufacturer narrative:
Additional information was received that the patient was scheduled for a revision procedure. It was noted that the ipg was not repositioned.

Event description:
A report was received that the patient had a fluid collection at the wound site. It was noted that the wound was not healed but no signs of infection. The patient was brought to emergency room wherein the physician released the fluid and pocket was irrigated. The patient was prescribed antibiotics and was doing well.